Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ [inspection of the endoscope] 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] ¿inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection and evaluation of the device, it was found that there was foreign material clogging the nozzle due to insufficient cleaning. Additional findings were as follows: the body control unit was damaged, the parts become loose/deformed/damaged/ worn out/ or scratched, due to a cut on the switch1, the watertight area becomes defective, the angle wires were found stretched, the adhesive on bending section cover has a chip, the adhesive on the bending section cover has white-clouded area, universal cord has a wrinkle, damage or deformation due to physical stress (caused by handling), the adhesive around objective lens was peeled, the adhesive around the light guide lens was peeled, the plastic distal end cover has a scratch, and the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had an angulation issue. It is unknown when the issue was found. Upon inspection of the returned device, the evaluation found foreign material clogging the nozzle due to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.